Event description:
It was reported that during procedure, the fiber stopped working; the fiber was broken. Also, the fiber blew/burnt out. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. However, functional testing identified that the aim beam light was dim and distorted, indicative of internal connector fracture which was confirmed through microscope inspection. Therefore, there reported event of fiber break was confirmed. Also, microscope inspection identified that there were burn marks on the connector face, and the fiber tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room.

Event description:
It was reported that during procedure, the fiber stopped working; the fiber was broken. Also, the fiber blew/burnt out. The procedure was completed using another fiber. There were no patient complications reported.